Event description:
Patient reported, device rupture with silicone leakage. This relates to the left side. Device remains implanted. Unknown if the device is to be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture with "silicone leakage".

Manufacturer narrative:
Visual analysis of the photographs identified. Rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. No additional observations. No further actions are required, as no manufacturing issues are observed.

Event description:
Patient reported, device rupture with silicone leakage. This relates to the left side. The device has been explanted.

Event description:
The device has been explanted.